Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter to customer. No address on file.

Event description:
Consumer reported complaint for e-5 and hi accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is feeling shaky. The customer stated that meter is displaying e-5 when the blood is applied to the test strip. Upon troubleshooting, unable to confirm the error message and asked the customer to perform a blood test. The customer got a result of hi. The customer is feeling shakes. I advised the customer and her husband to seek medical attention.